Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that the office is reviewing fixation hardware implanted during a prior oral and maxillofacial surgery and requests confirmation that the (B)(6) plates and screws are not linked to recalls, safety notices, or defects. An itemized hardware list is provided; the hardware was later explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).